Event description:
Patient was unable to obtain a reading on the meter due to a power issue. The patient experienced frequent urination and went to the hospital and was treated with IV. There is no information on what the reading was in the hospital. The patient replaced the batteries and the meter still displayed the batter icon. Medical affairs has been unable to get in contact with the patient and sent a letter to obtain more clinical information.